Event description:
It was reported that during lead repositioning for high lead impedance, the impedance varied and long shock pulse width were also observed. A possible lead fracture was suspected. Hence, the lead was explanted.

Manufacturer narrative:
Na

Manufacturer narrative:
Analysis of the returned lead found normal electrical characteristics. The impedance measurements were normal. Visual inspection found no damages to the rv cables throughout the lead. Further analysis noted abrasions on the outer insulation. No abrasions were found over the rv cable lumen.